Event description:
It was reported that after an initial hip surgery, the patient was revised approximately 12 years later due to metal related pathology with symptoms of pain, elevated metal ion levels, and synovitis. The initial metal head and taper were exchanged with no complications and the patient has reportedly recovered well from revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 11-103203 lot# 320680 taperloc por lat fmrl 9x137. Cat# us157850, lot# 743650 m2a-magnum pf cup 50odx44id. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02152. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: evidence of metallosis, elevated metal ion levels, pain. Upon incision the synovium was found to be bulging and clear fluid with some tissue debris was aspirated, a major synovectomy was performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.